Manufacturer narrative:
Apoc incident # (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant ionized calcium result on an 8-month-old female pediatric patient in the ICU. Return product is available for investigation. Method: date: collected tested results: sample I-stat, (B)(6) 2026 , 19:59 , 19:59 , k: 6.8 mmol/l, gluc: 166 mg/dl, tco2: 14 mmol/l, bun: 19 mg/dl, ica: 0.80 mmol/l a I-stat, (B)(6) 2026, 20:002 , 20:05 k: 6.9 mmol/l, gluc: 210 mg/dl, tco2: 12 mmol/l, bun: 18 mg/dl, ica: 1.39 mmol/l b. Roche (B)(6) 2026 , 20:02 , 20:30 , k: 7.9 mmol/l, gluc: 283 mg/dl, tco2: 7 mmol/l, bun: 14 mg/dl . C. I-stat , (B)(6) 2026, 21:15 , 21:21 , k: 6.5 mmol/l, gluc: 304 mg/dl. Chloride: 120 mmol/l . D roche (B)(6) 2026 , 21:15, 21:31, k: 9.1 mmol/l, gluc: 476 mg/dl, chloride: 112 mmol/l . E at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 09-apr-2026. A review of the device history records confirmed the cartridge lots met finished goods release criteria. Retained cartridge testing of chem8+ lot h25257 and retained and returned cartridge testing of chem8+ cartridge lot h25301 met the acceptance criteria per q04.01.003 rev. Ap, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ cartridge lots h25257 and h25301.

Event description:
Na.